Manufacturer narrative:
(B)(4). Describe event or problem -additional. Device availability- additional. Date received by manufacturer - additional. Follow-up number - additional. Type of event - additional. If follow-up, reportable what type -correction. Device evaluated by manufacturer ¿ additional.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.